Event description:
The pump was returned to animas and was investigated by product analysis. Evaluation revealed contamination under the keypad button contacts. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact. The contrast button was found to be intermittently responding to presses. The contrast button has no effect on the pump's insulin delivery functions. The keypad was removed and contamination was observed under all of the button contacts. (B)(6).